Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Conductor shorts were noted due to procedural damage at the middle region of the lead. Visual inspection and x-ray examination of the lead were normal except for the damage found consistent with procedural damage. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.